Event description:
In approximately (B)(6), the patient had routine back x-rays to assess his scoliosis. It was noted that there was a catheter fragment intrathecally in the sacral region of his spinal canal. Additional x-rays were ordered and it was confirmed that there was a total break at the spinal entry site and that the spinal segment had retracted into the intrathecal space. The patient was taken to surgery on (B)(6) 2015 and it was noted that there was an additional hole in catheter around level of anchor and the butterfly anchor was broken into two pieces. The spinal segment was not able to be retrieved as it had retracted at the break site into spinal canal. A new spinal segment of catheter was implanted and attached to the remaining pump section of the existing catheter. Per the surgeon, there were no notable changes in spasticity although the patient¿s legs had always been tight. The patient had no complications related to the event. The patient status was reported as ¿alive-no injury.¿ following the procedure, the pump dose was reduced to 133 mcg/day. The device system was delivering gablofen.

Manufacturer narrative:
Analysis of the catheter revealed the catheter anchor broken. There was no catheter segment returned. Only the anchor was returned in two segments. There was abrasion and some jagged look seen on both segments of the anchor. Corrected information: results code no longer applicable.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID ne u_unknown, serial # unknown, product type unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.